Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported elevated blood glucose (bg) levels up to 300 (mg/dl) and delivered a correction bolus to treat bg level. Reportedly, the cartridge uses novolog and has not been changed for 4 days. Troubleshooting with tandem technical support was declined; however, the customer was reminded that novolog is indicated for use up to 72 hours.